Manufacturer narrative:
(B)(4).

Event description:
It was reported that contact 3, had been damaged from the set-screw and that the third contact was coming back as a high or open circuit. All other three contacts seem to be in tact, showing normal impedances. The lead was not replaced since impedances were still good on contacts 0, 1 and 2. Additional information has been requested, but was not available as of the date of this report.